Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her insulin pump keeps alarming with no delivery during bolus delivery. Patient's blood glucose value at the time of incident was 319 mg/dl. Troubleshooting was initiated for the no delivery alarms; the pump and infusion set appeared to be functional. The customer's previous issues with no delivery alarms derived from bent cannulas. Customer was advised to monitor the pump and call back if problems persist. No products were returned, replaced, or shipped.